Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) of the viewing station of the imaging system was not holding a charge. To restore functionality, the ups was replaced. The imaging system then passed the system checkout and was found to be fully functional. A power board for the viewing station of the imaging system was returned to the manufacturer for evaluation. However, results are not available at this time. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system was powering down without prompt from the user. There was no patient present when this issue was identified. It was later reported that the line power light for the viewing station of the imaging system was not illuminated.

Manufacturer narrative:
A hardware analysis of the power sply was initiated to determine the probable cause of the issue. Analysis found that the reported issue "mvs shutting down." Unit failed bench test. During load test, unit shut down and "batt low" led turned on which indicates battery is no longer holding charge. Batteries damaged, disconnected, or at end of usable life span. Fdm 10; fdr 120; fdc 4307 applies to pli 40 - power sply ups w/switch. A hardware analysis of the pcba mvs pwr bd was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported complaint."the mvs keeps shutting down." The system readied. Motion, generator, charging and communication were successful. 2d and 3d images were acquired. No problem found. Fdm 10, fdr 213 and fdc 4315 applies to pli 70 pcba mvs pwr bd. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.